Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. The device passed external visual inspection. The receiver was not able to charge and boot due to intermittent turn on. The receiver download was retrieved and attached. There were no findings related to the complaint and "reboot receiver" was not observed during log review. Functional testing could not be performed as the device did not turn on. Additionally, it was determined that the sensor sessions was not interrupted prior to the receiver shutdown at high-battery capacity. The complaint could not be confirmed as the receiver shutdown was due to low battery. The reported allegation was not found. A root cause was not determined.